Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was reported that the patient had initiated therapy before connecting and had not properly primed the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set, and instructs the user to connect the transfer set to the patient line prior to starting the initial drain. The guide provides step-by-step instructions for properly priming the disposable set, and instructs the user to verify that the patient line is properly primed and to follow instructions for repriming if the fluid level is not near the connector. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during the initial drain cycle of peritoneal dialysis therapy. Troubleshooting determined that the hp did not check patient line before connecting, and was not connected when therapy initiated. The technical services representative assisted the patient to end therapy. The patient would complete therapy by starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.